Event description:
During a radiofrequency procedure, a high impedance error was noted on the generator and the case was cancelled with no patient consequences.

Event description:
During a radiofrequency procedure, a high impedance error was noted on the generator and the case was cancelled with no patient consequences.

Manufacturer narrative:
One nt 2000 ix neurotherm rf generator was received for repair. A damaged upper assembly and a broken chassis were noted during visual inspection. No functional testing was performed due to physical damage found during investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause of the reported event was isolated to physical damage sustained in the field. The event which resulted in the accidental damage was not communicated and remains undetermined.

Event description:
The procedure was completed using injection blocks and another neurotherm system was used to complete procedure with no consequences.